Event description:
It was reported that patient is experiencing pain after surgery on a right hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted: 2051-2050p secur-fit ha psl cup/clus 2n1mke; 6260-9-132 32mm std lfit v40 head 31856301; 2030-6520-1 6.5 cancellous bone screw 20mm mhrrj7; 6021-0230 accolade plus tmzf hip stem #2 21426002; 2030-6516-1 6.5 cancellous bone screw 16mm mhkh4m. An event regarding malposition involving a securfit shell (pr (B)(4)) was reported. Conclusion: a review of the medical records by a clinical consultant noted the following: the securfit shell is malpositioned and the high inclination angle makes the system vulnerable to impingement between cup rim and neck of stem during various movements of the hip. This causes overload in the arthroplasty bearing with stretching of the hip capsule which often is painful. Based on the provided information, the omnit liner reported in this investigation did not contribute to the event.

Event description:
It was reported that patient is experiencing pain after surgery on a right hip.